Manufacturer narrative:
The device has been returned and an investigation has determined the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. However, due to the potential for mistreatment this is a reportable incident.

Event description:
Customer reported receiving inaccurate blood glucose results. Customer received readings of 74mg/dl compared to a lab reading of 39mg/dl within 10 minutes. The results when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There were no reports of death, serious injury or mistreatment associated with this event.